Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete, however, the washer cut was not a perfect circle due to the damaged knife. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, on the complaint submission form you have stated "yes" this is an adverse event. Can you provide further detail of how the procedure was completed using an "open technique"? You have stated that the delay was 30 minutes but that "there were no consequences to patient as the stapler did not fire only because of the non closure of the stapler". Please confirm. Response received: this was not an adverse event, as stapler didn't fire. This was type error. So no adverse event happened due to stapler. In open technique, they open up pile mass with monopolars and wound healing techniques they removed pile mass. As stapler didn't fire, they performed surgery with open technique which consumed more time (approx. 30 min.) So total time of surgery extended approx. 30 min so delay of 30 min happened.

Event description:
During the surgery, when the stapler was inserted in the anal canal and was tried closing, the stapler did not close and indicator on the stapler did not move, they had to remove the stapler and complete the procedure using open technique using suture and cautery. There was no consequences to patients as the stapler did not fire only because of the non closure of the stapler.